Event description:
Philips received a complaint from a philips field service engineer (fse) reporting a brown oil like substance coming from the blower on the v60 ventilator. The device was not in clinical use. The issue was identified during a device preventative maintenance (pm) evaluation. There was no report of harm. There was no patient or user impact reported. The device did not meet specification for intended use and was removed from service. The fse evaluated the issue with the biomedical engineer (bme) and determined that a blower replacement was necessary. The blower was replaced. The device was operational and returned to service after repairs were completed. At this time, the defective component has not been received for failure analysis. Further evaluation will be performed once the component is received, and an additional report will be submitted.